Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat symptomatic rectocele, cystocele, prolapse and incontinence. The patient underwent mesh implantation concurrently with bilateral sacrospinous fixation of vaginal cuff, cystoscopy and enterocele. Post implantation the patient experienced erosion, pain, infection, incontinence and dyspareunia. (B)(4).